Event description:
A medwatch report was received from the food and drug admin. Pt presented to the doctor with perio-orbital cellulitis. Cultures performed confirmed pseudomonas aeruginosa. Pt had been using two different lens care products. Pt required hospitalization. No further info has been provided.

Manufacturer narrative:
The product was not returned for eval. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met. Medical info was not received. Based on all info, no causal factors can be determined, and no conclusion can be drawn.